Event description:
Additional information was received. Re-suturing was not needed but heparin was paused due to the bleeding.

Manufacturer narrative:
B.5 added information that was omitted from the first follow up report. E.1 added zip code extension as it was omitted from the initial report that was submitted. E.4 added selection as it was omitted from the initial report that was submitted. H.2 additional information should of been the only selection on the first follow up report that was submitted. All information was additional and not a correction. H.11 added instructions for use as they were omitted from the initial report that was submitted. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ investigation summary: the investigation has been completed. No product was returned for investigation. Major bleed: the patient was transferred with an impella cp in place. The nurse reported bleeding from the impella site and was having to change dressing multiple times. Hemostasis was achieved by manual pressure. The cause of the bleeding was determined to be use issue due to patient movement. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Corrections to the initial MFR report: h6 impact code f01 has been added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support developed bleeding from the impella access site. Manual pressure was held, and dressing was changed multiple times. The patient was not on heparin drip. The bleeding started to slow down with angle matching and manipulation of the catheter. There was discussion of re-suturing the groin if it was needed. The patient continued impella support and bleeding was resolved.